Event description:
Patient was revised to address malpositioning and loosening of the asr cup, which had no osseointegration, and was causing pain and noise.

Manufacturer narrative:
Patient fact sheet (pfs) form and implant stickers received that identified part/lot information and that the femoral head was revised during revision surgery on (B)(6) 2010. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.